Event description:
Healthcare professional reported pt on baxter 1550 hemodialysis device with a goal weight to be removed set at 2.4 kg in 4 hours. After 45 minutes of treatment, pt reported feeling light headed and healthcare professional noted 2 kg had been removed. Normal saline was administered and pt was transferred to another baxter 1550 device and treatment was completed within the 4 hours treatment period.